Event description:
Material#: 301031 batch#: 4172588 & 4172585. It was reported by the customer that syringes missing print. Rcc received a complaint via email. Complaint number: (B)(4). Account name: contact person: item number: b-d301031 item description: syringe, ll, 20 ml, non-sterile. Incident description: syringes missing print. Item: 301031. Quantity affected:33ea serial/lot number: (B)(6). Po: (B)(6). Are any samples available for return? Yes reported issue: during process in production, it was found syringes missing print. Customer disposition request: credit medline, customer requesting form letter on findings.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Additional batch provided: batch: 4172588 batch creation date: 2024-06-20 batch expiration date: 2029-06-30 full UDI: (B)(4).

Event description:
No additional information received

Manufacturer narrative:
Pr 11013088 follow up for device evaluation. It was reported the syringes had missing print. To aid in the investigation, five samples with no packaging and one photo was provided for evaluation by our quality team. A visual inspection was performed. The 'bd' logo on the syringe has a partially printed 'd.' The photo provided shows one of the samples received. The symptom reported is considered an acceptable imperfection. No other defects or imperfections were observed. A device history record review was completed for provided material number 301031, lots 4172588 and 4172585. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but acceptable.